Event description:
It was reported the patient's scs system implant procedure was abandoned because the physician was unable to access the patient's epidural space due to scar tissue from prior procedures.